Event description:
It was reported that during a lead revision procedure on (B)(6) 2026 [related manufacturer reference number:1627487-2026-01942], the l2 lead was attempted to be removed, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The event of abandoned lead was reported to abbott. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined